Event description:
The hospital representative reported a fail code 812:02. The hospital representative did not have information regarding whether the failure occurred during patient use or biomed testing. Additional contact information was requested but no additional contact was identified.